Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The reported impactor broke or broke, in two pieces as shown in the photographic record sent together with the respective news report and that next to this email is sent again, also as mentioned in the report, this impactor apparently already had a small injury or deficiency and when it impacted it broke.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: during the surgery, when the definitive tibia was impacted for the second time with the tibial impactor, which already presented a small damage/lesion, it fractured in the second impact to the tibia. Due to this novelty, no issue was presented by the specialist since the impactor managed to perform its function in the second impact, this did not generate delays in surgical times, nor affections to the patient, managing to finish the surgery successfully. Photographic records of the impactor are annexed where it is evident that the immediate change of the same must be made. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the attune fb tibial impactor was broken off on one side. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune fb tibial impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
During the surgery, when the definitive tibia was impacted for the second time with the tibial impactor, which already presented a small damage/lesion, it fractured in the second impact to the tibia. Due to this novelty, no issue was presented by the specialist since the impactor managed to perform its function in the second impact, this did not generate delays in surgical times nor patient consequences.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.